Event description:
This complaint was reported on (B)(6) 2012 by a female consumer. It was reported that she had to seek medical attention due to damage to the cornea associated with contact lenses. Follow-up information was reported on (B)(6) 2012 by the consumer. It was reported that in (B)(6) 2012, her eye care professional (ecp) had her fitted for contact lenses. She felt discomfort in her right eye. After ten days of wear, the consumer's right eye was extremely irritated and she went to the emergency room where she was diagnosed with conjunctivitis. She was told that she had been wearing an extra lens in her right eye all this time. The extra lens was torn and it lodged in a corner of her eye causing discomfort. The lens was eventually removed. She discontinued contact lens wear as her ecp advised and she switched to eye glasses. Follow-up information was reported on (B)(6) 2012 indicated the consumer did not resume contact lens wear. The consumer was diagnosed with "corneal abrasion". She was treated with ofloxacin/pred forte/murol128/tobrex ointment. The patient had the lens in her eyes for 16 days when she sought medical attention. The patient reported to the eye care professional that she had over 50% of moderate corneal staining and a mild inferior corneal haze. The patient's vision did not change. As of (B)(6) 2012, the consumer confirmed that the issue resolved. She is now wearing glasses as a personal preference. Medical records were received (B)(6) 2013. The records contained a drawing that indicated the abrasion was greater than fifty percent of the corneal surface and the edema was severe. The issue was resolved with continued mild corneal hazing noted. A small scar, described as a dot on the cornea, was also observed.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not returned for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).